Event description:
It was reported that the patient¿s rechargeable spinal cord stimulation (scs) stopped working for three years and it never got reprogrammed or considered for programming. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).